Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure and before surgical port placement, the customer reported error 32056 at startup with a message instructing to disable universal surgical manipulator (usm) arm 1. Despite power cycling the system, the error persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and identified encoder failures from usm 1. Consequently, the site moved cases to a different da vinci system in operating room (or) 14 to ensure four functional arms for procedures. The procedure was aborted to another da vinci system, and no patient involvement was reported.